Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported a loss of therapeutic benefit, further stating that they were getting good results but recently, the therapy did not seem to be helping as much with their urinary incontinence. Patient stated that they would drink something and immediately have an accident. Patient said they went to the health care professional (hcp) after implant, hcp checked the incision site and turned stimulation a little bit. It was noted that patient had access to a patient programmer (pp), synced with it and stimulation was off. It was reviewed that therapy needed to be on to be effective. Patient turned therapy on, they were feeling stimulation and was on program 4 at 1.9v. Patient was walked through turning stimulation down to 1.2v which was a comfortable level. Patient stated they think they might have turned stimulation off accidentally. Patient was advised to review any directions previously provided by the hcp and it was reviewed that it takes time for the body to respond to therapy. Patient was redirected to hcp if problem did not resolve. Patient was to monitor symptoms now that stimulation was turned back on and would follow up with hcp if it did not resolve. No further patient complications were reported/ anticipated as a result of this event. Additional information was received on 2018-feb-06 from a consumer (con). It was reported that the patient was seeing the patient programmer (pp) low battery warning screen. The patient was not able to use the programmer for troubleshooting. The patient stated that they will try replacing the batteries with a new set, and requested a call back from a spanish speaking patient services (ps) agent. The patient was having issues with incontinence and wanted to check their device with the pp to make sure it was on and working. A spanish speaking ps agent called the patient back and left a voicemail. The patient called back and stated that they will buy batteries later and call back tomorrow to troubleshoot. No further complications were anticipated/reported. Additional information was received on 2018-feb-07 from the patient. Patient called back and requested to speak with a spanish speaking agent, but none were available so the patient had some communication difficulties during the call. Patient said they found out the problem was not from the ins but the batteries and they changed the batteries today. No further patient complications were reported/ anticipated as a result of this event. Additional information on 2018-oct-05 from patient indicated implant was flawed, instead of symptom relief the opposite happened and his symptoms are worse and worse. Caller indicated this began at the time of implant. The patient had no therapeutic effect and increased symptoms since implant. The patient indicated neurostimulator was not working. The patient was upset about his implant not providing symptom relief and not getting in to the doctor. The patient one desire was to have a local rep communicate with him, and set up an appointment to check the implant/lead.